Event description:
Pt s/p anterior wall mi - having a coronary angiogram and percutaneous transluminal coronary angioplasty. Guiding catheter was inserted into the aorta toward left coronary artery. Approx 1mm fragment was noted missing from tip of catheter - lodged in a very small branch in circumflex system (seen on fluoroscopy) - pt asymptomatic, fragment appears lodged securely. Md does not anticipate any problem.